Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging inaccurate erratic results. The reporter did not provide any values with the inaccuracy claim and the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.